Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.